Manufacturer narrative:
Report source: associate director materials management. The customer¿s report that the tubing disconnected was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no issues with the set. The set¿s luer end was also noted to be within iso specification. The root cause was not identified.

Event description:
It was reported that an IV was placed in the patient's left arm, and tubing was attached to the IV hub. When the site was being flushed, the tubing disconnected from the needleless valve resulting in blood and saline leaking. The tubing was connected more securely.